Event description:
Facility reports that a female pt was dropped 3-4 days ago from a golvo 7007, while trying to remove her from a wheelchair. Injuries unk. Facility would not release any info.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.